Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40-300 mg/dl. Reportedly, cgm values were not populating which subsequently decreased their bg level. Customer did not provide how bg level was addresssed. Tandem the customer was instructed to consult with healthcare provider regarding bg level.